Manufacturer narrative:
The investigation of positioning issues flow has been completed. The pump was returned for investigation. A kink was found on the catheter at the 50 centimeter mark. The blue lock button was functioning according to specifications. No other physical abnormalities were observed. According to the clinical report, the impella was found to be positioned too deep. The doctor was unable to advance the catheter properly. The pump was pulled out of the ventricle, and a kink was discovered behind the catheter lock button. The cause of the positioning issue was most likely use related.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. During the support, an issue occurred involving the locking mechanism. The physician stated that they were initially unable to slide the catheter back by depressing the lock button, and when the pump finally came loose, it pulled back out of the ventricle. The device was successfully repositioned across the aortic valve, and a kink was visible on the catheter line behind the push button lock. Support continued following the observation. There was no report of harm to the patient.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.